Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer was also experiencing blurred vision. Troubleshooting was performed, and the insulin pump was programmed correctly except for the basal rates. Found that the nurse had set the basal rates to 0.0. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer stated that his health care professional would like the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.